Event description:
Subsequent to the initial MDR filed, it was determined this event is a duplicate of an incident that was previously reported under MFR # 2024168-2019-14775-00.all event information is conserved in MFR# 2024168-2019-14775-00.

Manufacturer narrative:
Subsequent to the initial MDR filed, it was determined this event is a duplicate of an incident that was previously reported in MFR # 2024168-2019-14775-00. All event information, including root cause summary, is conserved in MFR# 2024168-2019-14775-00.b5: d10, h3: device returning under MFR # 2024168-2019-14775-01. H6: device code 3190 removed.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide is filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right femoral artery was attempted with two proglide devices, using the preclose technique, prior to a percutaneous coronary intervention. Reportedly, the first two proglides "did not work". Hemostasis was achieved with two other proglide sutures. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.